Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ pca asv microbore cv leakage occurred from a crack. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they found the pca tubing cracked and leaking from where the trifuse meets. Bd pca administration set ref# 30873 ¿ the nurse went into a patient¿s room and found the pca tubing leaking and found a ¿crack¿ where the trifuse meets the pca tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 04-oct-2022. Investigation summary: one sample was submitted for quality investigation. The customer complaint of component damage - leak was verified by investigation. Visual inspection of the tubing and connectors revealed that there was a crack, running along the longitudinal axis of the female luer connector. The root cause for the crack in the tubing could not be fully determined based on the information provided by the customer. A device history record review could not be performed because the lot number is unknown. The probable root cause for the failure is that the luer was tightened with too much force causing the body of the female luer adapter to crack to due to the stress applied.

Event description:
It was reported while using bd alaris¿ pca asv microbore cv leakage occurred from a crack. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they found the pca tubing cracked and leaking from where the trifuse meets. Bd pca administration set ref# 30873 ¿ the nurse went into a patient¿s room and found the pca tubing leaking and found a ¿crack¿ where the trifuse meets the pca tubing.